Event description:
It was reported that during a recanalization of the portal vein slow to deflate and withdrawal resistance occurred. Vascular access was obtained via the femoral artery. The lesion was 100% stenosed due to a venus thrombosis and was located in the mildly tortuous and non-calcified portal vein. A 8.0 x 40, 135cm mustang balloon catheter was selected and successfully treated the lesion; however, during balloon deflation, it was noticed that the balloon needed more time than expected to deflate. After one minute, the balloon was deflated completely and was removed from the patient successfully. It was noted that there was some resistance during withdrawal from the lesion, but the resistance was linked to the natural folds of the balloon. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no kinks or damage along the entire length of the device. An initial attempt to inflate the balloon failed however, this was consistent with the build-up of solidified contrast media present inside the balloon. As a result the device was immersed in warm water in an attempt to dissolve the contrast media. On the second attempt to inflate the balloon, the balloon inflated to its rated burst pressure with no leaks or resistance. Using the same inflation device a vacuum was pulled and the balloon deflated fully with no restrictions noted. The balloon was inflated and deflated from its rated burst pressure three more times and on each occasion the balloon deflated fully in an average time of 8 seconds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a recanalization of the portal vein slow to deflate and withdrawal resistance occurred. Vascular access was obtained via the femoral artery. The lesion was 100% stenosed due to a venus thrombosis and was located in the mildly tortuous and non-calcified portal vein. A 8.0 x 40, 135cm mustang balloon catheter was selected and successfully treated the lesion; however, during balloon deflation, it was noticed that the balloon needed more time than expected to deflate. After one minute, the balloon was deflated completely and was removed from the patient successfully. It was noted that there was some resistance during withdrawal from the lesion, but the resistance was linked to the natural folds of the balloon. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).